Event description:
Procedure: hernia repair. At the end of the procedure, the surgeon saw that the balloon on the trocar was broken. A portion of the balloon remained in the surgical site. The surgeon removed the piece without difficulty. No patient injury.